Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at (B)(6).

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 [date of submission 07/11/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on 06/11/2013 with the following findings: a review of the pump history did not indicate that a load step malfunction occurred. The force sensor was found to be reading low force. During evaluation the pump was able to rewind, but was unable to detect the cartridge during the load cartridge step. Contamination was observed on the force sensor assembly. Unrelated to the event the cartridge and battery compartments were found to be cracked, and the battery cap is stripped. The ¿down¿ and ¿ok¿ keypad buttons were found to be intermittently responding. Contamination was observed under all of the keypad buttons. The bolus button was found to be inoperable. The display was found to be dim and faded.